Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, during the surgery, the connecting screw and guide shaft attached to the dhs implant, however, the wrench/t-handle would not fit over the components. Therefore, there was no way to determine the orientation of the dhs screw, which could affect how the plate fits onto the screw once in the patient. Another instrument tray was opened to find components and t-handle that worked properly, and these were used to complete the procedure successfully. There was a slight delay to open another tray. No further information is available. This report involves one dhs®/dcs® guide shaft. This is report 2 of 3 for (B)(4).